Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer was trying to rewind the pump and was stuck in the preparing to prime loop. The customer's blood glucose was 148 mg/dl. Troubleshooting was done. The customer also received a compromised force sensor system alarm. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.